Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, it was observed that the handle and the basket wires of the trapezoid rx basket were broken. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter facility address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility address: no. (B)(6). Block h6: device code a0401 captures the reportable event of handle break and basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle and the basket were in good condition. Additionally, the working length was bent, and the side car rx was pushed back. The reported event of handle and basket wire break were not confirmed. Based on all available information, it is possible that the working length bent, and side car rx pushed back measured 3.5 mm, could have occurred due to the manipulation or the technique used during preparation. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, it was observed that the handle and the basket wires of the trapezoid rx basket were broken. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.